Event description:
It was reported by service report that the footboard is not working. A small piece of plastic is wedged in the connector. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: debris at the connector.